Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pump plastic clear and o-rings coming off. The customer¿s blood glucose level was unknown. Customer stated about reservoir plastic ring on top lifted up and then super glued it down and now today they removed reservoir and a rubber ring came along with it. The insulin pump will not be returned for analysis.